Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past. Customer's blood glucose level was not impacted.